Event description:
The patient called the nurse, after returning from the bathroom, and said there was a problem with the line. The nurse then saw the line was on the floor and the threaded lock was still attached to his broviac catheter and spewing blood. The nurse then clamped the line and there was no harm to the patient.

Manufacturer narrative:
Received one unused unit on 30 may 2008 and is currently being investigated. Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).